Event description:
During routine inspection, physio-control found that the device would not recognize the therapy cable connection. The observed failure would inhibit defibrillation therapy delivery. There was no pt involvement associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control found the cause of failure to be a disconnection between the internal therapy connector and therapy pcb. Physio reseated the connector and observed proper operation through functional and performance testing. The device was returned to the customer for use.